Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: the ventilator device alarmed (tf 444004, tfapm_voltageoutoftolerance) and could not been switched off properly. - this occurrence was noticed at start-up during the booting process. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is(B)(4). Investigation ongoing.